Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they went to turn on the controller yesterday because they had issues getting relief from their neuropathy, which had been acting up the past few weeks, and they received the eri message. Patient mentioned they had seen a doctor who was going to take over the care and management of the device in regard to issues with getting relief. When they saw the doctor, the doctor was planning to do some injections for pain management; when they got home, they turned the controller on because they had a lot of issues with their feet and that's when the message popped up. Agent reviewed information about eri/eos and redirected patient to their healthcare provider to further address the issue. Patient asked if they had to go through the whole trial period again for a replacement ins battery; agent reviewed that would be up to their hcp. Patient mentioned they thought their battery was meant to last ~10 years; agent reviewed prime cells are dependent on stim intensity and usage, so they don't all last that long.